Event description:
The pt contacted lifescan alleging that pt's one touch ultra smart meter was reading inaccurately high. Pt went to the hosp to check their insulin regimen. While there pt tested with the reported meter and obtained a result of 183 mg/dl. A laboratory test was conducted at the same time; the result of 120 mg/dl was reported to the pt the next day. After testing, the pt took 1.5 units of humalog insulin based on the meter result of 183 mg/dl. Pt normally takes 1 unit of humalog insulin to lower pt's blood glucose 40 mg/dl and has a target blood glucose level of 120 mg/dl. Pt took 1.5 units of insulin, expecting to lower pt's blood glucose level 60 mg/dl to attain pt's target blood glucose level. One hour later, pt had symptoms of hypoglycemia (sweating and shivering). The results of the tests conducted while pt was symptomatic were not provided. The nurse gave pt apple juice to drink and after a while pt felt better. Based on statistical methodology, the calculated difference between the meter and laboratory glucose results of 53% and exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt based pt's insulin dosage on the inaccurately high meter result and pt experienced hypoglycemia requiring treatment. The event meets the criteria for a medical device reportable as an adverse event. A control solution test was not conducted, as the pt did not have control solution. The meter, test strips, and control solution were replaced.

Event description:
The pt contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately high. She went to the hosp to check her insulin regimen. While there, she tested with the reported meter and obtained a result of 183 mg/dl. A laboratory test was conducted at the same time; the result of 120 mg/dl was reported to the pt the next day. After testing, the pt took 1.5 units of humalog insulin based on the meter result of 183 mg/dl. She normally takes 1 unit of humalog insulin to lower her blood glucose 40 mg/dl and has a target blood glucose level of 120 mg/dl. She took 1.5 units of insulin, expecting to lower her blood glucose level 60 mg/dl to attain her target blood glucose level. One hour later, she had symptoms of hypoglycemia (sweating and shivering). The results of the tests conducted while she was symptomatic were not provided. The nurse gave her apples juice to drink and after a while she felt better. Based on statistical methodology, the calculated difference between the meter and laboratory glucose results is 53% and exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt based on her insulin dosage on the inaccurately high meter result and she experienced hypoglycemia requiring treatment. The event meets the criteria for a medical device reportable as an adverse event. A control solution test was not conducted, as the pt did not have control solution. The meter, test strips, and control solution were replaced.